Event description:
The user facility reported that the distal portion of the sheath became separated during an iliac stenting procedure of a pt with severe peripheral vascular disease. Reportedly, a catheter lab tech "met a lot of resistance and allowed a more experienced tech to finish trying to remove the sheath. During the removal, the experienced tech noticed great resistance and then the shaft just separated." The user facility reported that the detached section surgically retrieved without difficulty and the pt condition was "unremarkable" post procedure.

Manufacturer narrative:
Results - bases upon evaluation of user facility info; is based upon reserve sample testing. Conclusions: are based upon evaluation of user facility info; is based upon reserve sample testing. The involved device has not been returned for evaluation and neither the lot number or product code are known. Therefore, the investigation was based on user facility info and evaluation of reserve samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. The reporter indicated that significant resistance was encountered while the user was attempting to remove the device. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of attempting to withdraw the device against resistance. The device labeling states in the instructions-for-use "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and follow up.